Event description:
A portion of the polyamide sleeve became separated from the insertion device during a vitrectomy procedure. This was discovered when the device was removed from the eye. The missing portion could not be found and may have remained in the eye. The wound began to leak and a second insertion device was inserted into the wound to stop the leakage.